Manufacturer narrative:
The reported event of delayed detection was not confirmed. Based on the information provided, the firmware correctly diagnosed tachy after 12 tachy r waves. The segm marker data shows that there were several inhibited tachy detections prior to the diagnosis. The sudden onset and r wave undersensing discriminators inhibited previous detections which occurred at every 12 tachy r waves. The device was performing per design.

Event description:
It was reported that the patient had presented remotely via merlin.net. A review of transmissions showed that the implantable cardiac monitor (icm) did not detect tachycardia within the programmed settings. No changes or interventions were reported. The patient's condition was unknown.